Manufacturer narrative:
On 06/30/2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump has a scratch and that when the right hand corner is pressed, it is "difficult." No further information was provided.